Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from a defective injection port. The device was filled with fluorouracil and sodium chloride. The leak was observed prior to patent use. There was no patient involvement. No additional information is available.